Event description:
It was reported that the device exhibited premature battery depletion and the device was explant. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: b5 and h6 medical device problem code. Analysis conclusion: the reported event of premature discharge of battery was confirmed. The device was received with normal telemetry communication and normal output. Device image was retrieved and analyzed, indicating elevated current occurred during the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional finding: visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and the battery was found depleted, consistent with the flash 2 firmware issue. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.¿

Event description:
It was reported that the pacemaker device exhibited premature battery depletion and the device was explant. The premature battery depletion was discovered due to a failure to interrogate with the patient's at-home transmitter. The patient was stable before, during, and after the procedure.